Event description:
There was no device failure, malfunction, or complaint reported. This pt was undergoing a mitral valve replacement procedure. The pt's vascular status was notable for vessel tortuosity and calcification. The endoarterial return cannula was placed uneventfully. There was resistance met during placement of the endoartic clamp catheter. Upon initiation of cardiopulmonary bypass, there were high line pressures. An aortic dissection was diagnosed. The pt remained unstable and could not be weaned from cardiopulmonary bypass.